Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1432810) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the balloon ruptured at the second stop prior to deployment. A second mynx vascular closure device was successfully used to achieve hemostasis. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Vessel type: arterial.